Manufacturer narrative:
Further review prompted a change in the device analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Failure analysis was performed. The unit powered on correctly except for the touch screen. The pointer was blocked near the visible dent. The touch screen has been replaced and the unit has been submitted to the standard production process. Conclusion: touch panel failure caused by physical damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis was able to confirm the customer comment that the touch screen was not working and it was noted that the computing platform needed replacing. Due to a lack of parts needed to repair the device it was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was not responding to the stylus. The programmer is expected to be returned for service. There was no patient involvement. It was further reported that the product was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.